Event description:
It was reported that during a lung procedure, the device with a gray reload, was stuck on a vessel. The sales rep has attempted to help the surgeon and is not at the facility. He asked to clarify the steps to release the device so that he was sure he had given the surgeon all the information he needed. It was unknown if there was any patient consequence. He provided surgeons contact.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the device removed from the tissue? Did the jaws of the device eventually open?

Manufacturer narrative:
(B)(4). Additional information: upon review of the additional information received, it was determined that the event does not meet the FDA¿s defined criteria of a reportable event. Additional information requested and received: response from the sales rep: how was the device removed from the tissue? The normal way per IFU. Did the jaws of the device eventually open? Yes.